Event description:
It was reported that the gravity administration sets came apart and leaked. The following information was provided by the initial reporter: leaking and came apart.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: two photos were received and tested by our quality team. The separation reported by customer was immediately noticed and the complaint was verified. Without a physical sample for testing or even a lot number of the affected set, the root cause remains unknown. It is likely due to a lack of solvent during production but this cannot be made certain without more information. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the gravity administration sets came apart and leaked. The following information was provided by the initial reporter: leaking and came apart.